Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12mar2019. International UDI: (B)(4). Reporter: reporter phone number unknown. Manufacturer's product support engineer (pse) evaluated the unit and verified the reported issue. The pse replaced the power switch overlay to resolve the reported issue.

Event description:
The customer contacted technical support (ts) stating that unit had a faulty light emitting diode (led) indicator. The customer reported there was no patient involvement. The event date was not specified; estimate used.